Event description:
It was reported that a patient's right ventricular lead exhibited high pacing impedance and high capture thresholds. While the physician had initially sought to revise the lead, after interrogating the device again, they found that the values had returned to more acceptable ranges. The patient's lead will therefore be monitored. They did not experience any adverse events or consequences from the raised values, and were stable and discharged after the interrogation.

Event description:
New information notes that the patient's lead continued to display no capture in the bipolar setting, so the physician elected to explant and replace the lead on mar 11, 2022. The patient was stable after the procedure.

Manufacturer narrative:
The reported events of high pacing lead impedance, high capture threshold, and no capture were not confirmed. As received, only the distal portion of the lead was returned in one piece for analysis. Visual inspection found the outer insulation cut/damage in multiple locations of the partial lead which is all consistent with procedural damage. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts.